Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found both sensors cannula are broken. Broken parts are missing. Unable to confirm customer received sensors in said condition due to customer returned sensors opened/used.

Event description:
The customer reported via phone call that they experienced sensor error. The customer's blood glucose value was 91 mg/dl. The customer stated that the last 2 times she tried to insert the wire, it was sticking out the other end and did not go into the catheter. The customer reported the issue occurred during a regular sensor change. The product was returned for analysis.